Event description:
Report received that during preventative maintenance testing, "fluid runs into the collection bag when locked." There were no reports of any adverse pt events while the pump was in clinical use. Though requested, no add'l info was provided.